Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ultra low anterior resection, while the devices were being used to close and transect the rectum, while using the first reload, the staple line was incomplete centrally. On the second reload, the surgeon was able to press the green button but the device did not fire. A new reload was used to fix the staple line and to complete the case. There was no injury.